Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm, followed by a power loss alarm and blank screen. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed, including confirming the use of the correct battery cap and battery, cleaning contacts, attempting battery and pump resets, clearing multiple alarms, updating time and date, completing reservoir and tubing processes, and re-establishing wireless connections; despite these steps, the alarms persisted and the customer was advised that the insulin pump will be replaced, to revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display or unexpected battery power loss during testing. Pump received with an intermittently responsive keypad at the up and ok buttons. However, unit passed the active current test, sleep current test, self-test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, found multiple button error alarms on event date 10/11/2025 03:10:57.000, 10/11/2025 03:21:08.000, 10/11/2025 06:43:25.000. No low battery alarm on event date. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rail, label damage. Blank display or unexpected battery power loss not confirmed. Pump received with intermittent response keypad at up and ok buttons and stuck button alarm in download history due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.